Event description:
The customer observed a non-reproducible, false reactive vitros anti-hbs result (20.0 s/c) on a single patient processed on a vitros eciq immunodiagnostic system. The same sample was retested on the two alternate eci systems and a negative antihbs result (0.00 s/c) was obtained. The customer believed the negative antihbs result to be the accurate result. False reactive results may lead to inappropriate physician action. The false reactive vitros ahbs result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined a vitros ahbs non-reproducible, false reactive result was obtained from a single patient sample tested on a vitros eciq system. The definitive root cause could not be determined, however, an analyzer related event could not be ruled out. Historical ahbs quality control results were higher than expected with two different reagent lots. An ocd fe performed service actions to optimize the reagent metering and well wash subsystems, and after service actions were completed, acceptable ahbs performance was obtained. However, since no pre-service ahbs performance testing was processed, it is not possible to confirm the eciq analyzer caused the event. In addition, it is unknown if the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.